Event description:
It was reported that the patient presented to the emergency department with palpitations. An interrogation was performed, and it was discovered the right ventricular (rv) lead exhibited noise and a drop in sensing and impedance. A chest x-ray was the performed and it was confirmed that the lead perforated and cause a small effusion. The lead was explanted and replaced. The patient was in stable condition.